Event description:
Hcp reported the titanium insert of the device migrated and fractured. The device was returned to the manufacturer for analysis stating the titan anchor was found disconnected at spinal cord stimulator revision. The sheath appeared to have broken causing lead migration.

Manufacturer narrative:
Final device analysis results revealed the titanium insert of the device seperated from the silicone.